Manufacturer narrative:
D4: lot number - updated to 0025455622. Device evaluated by MFR.: returned product consisted of a solent omni thrombectomy system. The pump assembly, effluent/supply line, shaft, tip, and spike line were microscopically and visually inspected. The waste bag was cut-off, when received. The waste bag was not returned for analysis. Inspection of the device revealed that there were numerous kinks in the shaft just proximal of the proximal markerband and the shaft was twisted proximal of the distal markerband with the hypotube separated at this location. The separated end of the hypotube was ovaled, indicating that the hypotube was kinked prior to separation. The shaft was kinked and twisted causing the hypotube to become kinked and then separated. When the hypotube is separated, the device will not prime and the console will continue to try and prime the catheter, causing 'connect or check saline supply' error to display on the console and the device not to prime and fluid to build up in the boot.

Event description:
It was reported that tip break occurred. The 65% stenosed target lesion which had acute thrombus was located in the deep vein of left lower limb. An angiojet solent omni catheter was used in a thrombectomy procedure. During priming for about 12 seconds, it was noted that the system alerted check saline supply error. The console was reset but the error still existed and system alerted to replace the catheter. The tip of the catheter was found to be broken. There was no liquid in the pump. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Event description:
It was reported that tip break occurred. The 65% stenosed target lesion which had acute thrombus was located in the deep vein of left lower limb. An angiojet solent omni catheter was used in a thrombectomy procedure. During priming for about 12 seconds, it was noted that the system alerted check saline supply error. The console was reset but the error still existed and system alerted to replace the catheter. The tip of the catheter was found to be broken. There was no liquid in the pump. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.